Manufacturer narrative:
An event of structural valve deterioration, aortic insufficiency and heart failure was reported. The reported torn leaflet could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a 23mm trifecta valve was implanted. On an unknown date, the patient presented with symptoms of structural valve deterioration, aortic insufficiency and heart failure. On (B)(6) 2018, the valve was explanted and replaced with a 21mm medtronic avalus. Upon explant, one cusp was observed to be ruptured. Additional information has been requested.